Manufacturer narrative:
In speaking with olympus technical assistance center (tac), it was recommended that the customer turns off the device before inserting the scope and turn it on once it is inserted. It was also recommended to clean the scope contacts with 70% isopropyl alcohol wipe and reseat the maj-1933 cable to resolve the issue. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Event description:
The customer reported to olympus technical assistance center (tac), that the evis exera iii video system center had a b30 and e216 scope communication error during a colonoscopy case. There were no reports of patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections b5, d8, h6, and h10 were updated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the b30 scope communication issue could not be determined. The instruction manual identifies that error b30 indicates a scope communication error that occurs when hardware expansion of the scope identification data has failed, resulting in a registry error mainly due to the adherence of foreign objects or moisture to the electrical contacts. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed. There was no patient harm.